Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the event code logged in the device's memory. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause for the observed issue could not be determined.

Event description:
The customer contacted physio-control to report a non-critical issue with their device related to the nibp monitoring function. Upon evaluation of the customer's device, physio-control observed an event code logged in the device's memory that is associated with a failure of the device to charge for defibrillation energy.